Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4,h6 and h10. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the device evaluation, it was unable to replicate the user's complaint of "error codes". However, the ceramic portion of the distal tip has broken off, and the metal at the distal tip is separating which is likely due to mishandling. The observed failure is a known phenomenon resulting from mishandling and possible loose connections/incoherence between the device and generator settings. On page 6 of the device IFU (instruction for use) it states: ensure that the instrument plug is fully seated in the esg-400 generator socket before use. Also: "interference produced by the operation of high-frequency surgical equipment may influence the operation of other electrical equipment adversely. Refer to the generator instructions for use" olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was evaluated. Visual inspection on the received condition was performed and noted a piece of the ceramic tip broken off and was observed to be missing. The missing piece was not returned for evaluation. Evaluation of the device estimated that approximately 10 percent of the ceramic piece was missing at the distal end. Additionally, the metals have become separated at the distal end. The buttons, cable, handle, nosecone, and shaft all appeared to be normal. The distal end has reddish foreign material, which is consistent with use. Further, the device was functionally tested by connecting the cable from the complaint device to the esg-400 generator, which was then powered on. The settings on the generator were set to default. There were no error codes displayed. Functional testing on the device was performed. Testing confirmed that the coagulation (blue button) and cut (yellow button) both function as intended. Based on the evaluation, the customers reported complaint of error code message was not able to be duplicated, however, the ceramic portion of the distal tip was found broken and the metal at the distal tip was observed separating . Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an unspecified procedure, the device when connected to the generator exhibited an error message. According to the report, the error message received was similar to the one where the user have to clean the tip of the device but did not engage on the tissue yet. The user tried to unplug and plug back and reboot the system however the issue was not resolved. The type of error message received was not provided. The device was replaced with similar device from the same lot and the intended procedure was completed. There was no patient harm or impact reported due to the event. No user injury reported.